Event description:
It was reported that the system 9800 displayed an overload fault and was non operational. There was no adverse patient involvement reported. All reported patient information has been recorded in section a above.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the lemo connector had a pushed pin and the connections on the high voltage cable needed to be regreased. The connector was repaired and the connections were regreased. The system was tested and found to be working as intended and placed back into service.